Manufacturer narrative:
Technician installed a brake/steer pedal from their spare parts inventory to resolve this issue.

Event description:
Complaint alleging that when they depress the brake/steer pedal ((B)(4)) the brakes will not hold. No patient injury alleged.